Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed a large prime had occurred. While performing a force sensor test, the pump emitted a call service alarm. Evaluation revealed an internal motor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed an internal motor failure. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.